Manufacturer narrative:
The date in which medacta implants were removed is unknown. The surgeon revised all medacta hardwares with antibiotic spacer. On (B)(6) 2016 the surgeon revised the patient with medacta products. The surgery was completed successfully. Additional information received on 16 september 2016 and includes: the patient was (B)(6). Batch reviews performed on 10 october 2016. (B)(4).

Event description:
The patient came in due to signs of infection.